Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 6 years, since the subject device was manufactured. Based on the results of the investigation, the foreign material was likely, tissue which remained, due to deviation from the reprocessing steps outlined in the instructions for use (IFU). However, the root cause could not be determined. The event can be detected/prevented, by following the IFU in sections: operation manual: chapter 3: preparation and inspection. Reprocessing manual: chapter 5: reprocessing the endoscope. This supplemental report includes a correction to h4 from the initial medwatch. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, during an upper endoscopy, the biopsy forceps were inserted through the endoscope and what appeared to be tissue fell out of the biopsy channel into the patient. The fallen suspected tissue was successfully retrieved from the patient via suction into the neptune machine. The issue caused a 2 minute procedural delay while the patient was under general anesthesia. It was not verified it was tissue, but appeared to be tissue. The procedure was completed successfully with the same device and there was no patient injury. No additional imaging was required to confirm the tissue was removed from the patient. The scope was traced to the previous patient and it was verified it went through bed side pre-cleaning, manual cleaning, leak testing, and ran through a successful cycle in the oer-pro. It is unknown if the device was inspected prior to each procedure, and that is not their practice.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.